Event description:
This is a (B) (6) female who had symptoms of unstable angina; underwent a stress test, which was positive. A cardiac cath performed on (B) (6) 2010 revealed a left ventricular function of 60% severe aortic stenosis with a valve area of 0.4, a 70% stenosis of the om1, 99% stenosis of the diagonal, 99% stenosis of the proximal lad and a normal left main coronary arteries. Because of these findings, she was referred for cardiothoracic surgery for aortic valve replacement and coronary artery bypass grafting. The patient went to the operating room on (B) (6) 2010 for an avr with CABG. The case proceeded uneventfully for 3 hours. As the perfusionist was beginning to wean the patient from the heart-lung machine, the "pump sucker" began to blow air into the operative field. Examination of the system revealed a malfunctioning "reservoir and oxygenator." Because of this malfunctioning "reservoir and oxygenator" and venous line not functioning as expected, a new heart-lung machine was emergently obtained along with a new "reservoir and oxygenator." Existing lines were placed onto the new bypass machine and existing lines were reconnected to the new malfunctioning "reservoir and oxygenator." During this time, the patient was supported, placed back onto the heart bypass machine and stabilized. She was transferred to the ICU and to date continues to recover. Dates of use: (B) (6) 2010. Diagnosis or reason for use: aortic valve replacement; coronary artery bypass grafting. Event abated after use: yes.